Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain / severe pain / chronic pelvic pain') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), bedridden ("within 4 months of getting essure I was bedridden"), fatigue ("fatigue and unable to work / chronic fatigue"), memory impairment ("my memory is so bad"), pelvic discomfort ("increasingly severe discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal distension ("abdominal bloating"), abdominal pain ("abdominal pain"), abnormal weight gain ("excessive weight gain") and malaise ("also have been very sick"). The patient was treated with surgery. Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, bedridden, memory impairment and malaise outcome was unknown and the genital haemorrhage, fatigue, pelvic discomfort, menorrhagia, abdominal distension, abdominal pain and abnormal weight gain had not resolved. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, bedridden, fatigue, genital haemorrhage, malaise, memory impairment, menorrhagia, pelvic discomfort and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media : malaise. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 17-jul-2019: social media received. Reporter information were added. Event : also have been very sick were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of an adult female plaintiff in united states on 13-jun-2016 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013. Plaintiff reported that within 4 months of getting essure she was bedridden with fatigue and unable to work. Her memory was so bad she has tested in the first percentile. Not to mention chronic pelvic pain, heavy bleeding. Her post procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, abdominal bloating, abdominal pain, chronic fatigue, and excessive weight gain. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. She subsequently sought treatment for her symptoms from multiple physicians but was unable to resolve her symptoms. As a result of her constant pain and suffering, she had to undergo surgery to have the essure coils removed in an effort to alleviate her pain. On or around (B)(6) 2016, plaintiff underwent a hysterectomy to remove her essure coils. Quality-safety evaluation ((B)(4)) received on 22-jun-2016: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous legal case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and presented chronic pelvic pain and heavy bleeding. In an effort to alleviate her pain, plaintiff underwent a hysterectomy to remove her essure coils 3 years after placement. These events are listed in the reference safety information for essure. Pelvic pain and genital bleeding may occur during essure use. Considering the events nature and the absence of alternative explanation, causal relationship between these events and essure use cannot be excluded. Since an intervention was required to remove the devices, this case is regarded as incident. According to the technical analysis, a product quality defect could not be confirmed but is considered plausible; a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain / severe pain / chronic pelvic pain') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea and uterine bleeding. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), bedridden ("within 4 months of getting essure I was bedridden"), fatigue ("fatigue and unable to work / chronic fatigue"), memory impairment ("my memory is so bad"), pelvic discomfort ("increasingly severe discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal distension ("abdominal bloating"), abdominal pain ("abdominal pain"), abnormal weight gain ("excessive weight gain") and illness ("also have been very sick"). The patient was treated with surgery (total laparoscopic hysterectomy, left salpingo-oophorectomy, left salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, bedridden, memory impairment and illness outcome was unknown and the genital haemorrhage, fatigue, pelvic discomfort, menorrhagia, abdominal distension, abdominal pain and abnormal weight gain had not resolved. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, bedridden, fatigue, genital haemorrhage, illness, memory impairment, menorrhagia, pelvic discomfort and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media : malaise. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record - pelvic pain, menorrhagia. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 18-mar-2021: medical record received reporter information and medical history were added. There was no significant change in the medical context of case as per mail update only imdrf /FDA code changes done. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain / severe pain / chronic pelvic pain') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea and uterine bleeding. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), bedridden ("within 4 months of getting essure I was bedridden"), fatigue ("fatigue and unable to work / chronic fatigue"), memory impairment ("my memory is so bad"), pelvic discomfort ("increasingly severe disconfort"), menorrhagia ("heavy menstrual bleeding"), abdominal distension ("abdominal bloating"), abdominal pain ("abdominal pain"), abnormal weight gain ("excessive weight gain") and illness ("also have been very sick"). The patient was treated with surgery (total laparoscopic hysterectomy, left salpingo-oophorectomy, left salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, bedridden, memory impairment and illness outcome was unknown and the genital haemorrhage, fatigue, pelvic discomfort, menorrhagia, abdominal distension, abdominal pain and abnormal weight gain had not resolved. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, bedridden, fatigue, genital haemorrhage, illness, memory impairment, menorrhagia, pelvic discomfort and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media : malaise concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record - pelvic pain, menorrhagia. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 30-mar-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.